Event description:
During a routine shift check by a clinicican, the device displayed a "poor pad contact" message. Complaintant indicated that there was no patient involvement in the reported malfunction.